Event description:
An attempt to implant the paradym ICD involved in this MDR report took place on (B)(6), 2010; an lvas implantable unit was already implanted (left ventricular assist device - thoratec heartmate ii device). The device was initially tested successfully (with a distance of 3 cm between the programmer head and the device itself). However, after the device was placed in the final position (deeper in the pocket), it was impossible to get a stable telemetry (that was tested with 2 different sorin programmers). Therefore, the paradym ICD was finally not implanted and replaced by a non sorin ICD. The paradym ICD has been returned for analysis.

Manufacturer narrative:
On (B)(4) 2010. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.